Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The device passed the system functional test, however during the baseline evaluation it was noted that the touchscreen was not sensing touch. The programmer was disassembled to isolate any anomaly components in the associated assembly. When the lcd touchscreen was swapped out for a known good unit, the product issue of unresponsive touchscreen was resolved. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that during a routine follow-up, this latitude programmer showed an unresponsive touchscreen. The physician replaced the programmer and no adverse patient effects were reported. This product was returned for analysis.